Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the inner sheath tip broke during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
Additional information: device mfg date. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the inner sheath tip broke during inspection for use. There were no reports of patient involvement.